Event description:
Medtronic received returned infusion pump for analysis, after an implant duration of 70 months. The returned device was programmed to infuse morphine 50mg/ml with clonidine, and bupivicaine at a daily dose of 17.24 mg/day for failed back syndrome pain. The pt was implanted with a new synchromed ii infusion system. Final pt outcome was not reported.

Manufacturer narrative:
Final device analysis reveals motor shaft gear wear.